Manufacturer narrative:
No return of product is intended. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed decrease amplitude and increased threshold measurements. It was thought the lead was dislodged. A revision procedure was performed. Due to torturous patient anatomy, attempts to reposition the lead were unsuccessful. The lead was removed and discarded by the facility. No adverse patient effects were reported.